Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the symptomatic patient with syncopal symptoms presented via a merlin.net transmission, few non-sustained right ventricular oversensing episodes due to possible myopotential oversensing were observed. Patient was brought into clinic for further evaluations. Device was reprogrammed. Patient was stable post programming changes.